Event description:
During a surgical procedure with a pt on the table, and utilizing a davinci robot, the table was reported to have moved from a trendelenburg position to a level position without any activation of the level button on the hand control. No injury was reported.

Manufacturer narrative:
The table was evaluated by a berchtold field service rep on (B)(4) 2012. The problem was not duplicated. The hand control had some damage, and the height sensor required replacement, but neither of these could be directly linked to the malfunction. Both the height sensor and the hand control were replaced and the table was placed back into service.